Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose proglide device is being filed under a separate medwatch MFR reference number.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 6f sheath prior to an aortic valve replacement procedure. The sheath was upsized to 18f and the aortic valve replacement procedure was completed. Reportedly, during knot advancement, the suture broke on both proglide devices. A cut down was performed and hemostasis was achieved surgically. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in- training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.